Event description:
It was reported the subject device exhibited abnormal image. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Olympus will continue to monitor field performance for this device.